Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also referenced that the patient underwent another procedure on (B)(6) 2008 and coloplast novasilk polypropylene was implanted. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, bleeding, dyspareunia and neuromuscular problems. The patient underwent mesh revisions on (B)(6) 2008 and on (B)(6)2008 due to mesh erosion and cystocele repair. (B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent posterior colporrhaphy and cystoscopy.